Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose and the insulin pump had an absence of alarm. The customer¿s blood glucose level was 400 mg/dl. The customer states absence of alarm when she was experiencing high and low blood glucose. The customer declined troubleshoot for high and low blood glucose. The insulin pump will not be returned for analysis.